Event description:
It was reported that a 3.5 x 15 mm multi-link plus stent was implanted in the proximal left anterior descending (lad) artery for treatment of an st-elevation myocardial infarction. The patient began experiencing exertional angina seven years after stent implantation. Two months later, angiography revealed in-stent restenosis in the lad. Optical coherence tomography (oct) showed diffusely thickened neointima. Additionally, there was a disruption of neointima with thrombus from the mid to proximal part of the stent. Intravascular ultrasound (ivus) was performed which did not detect any disruption. A non-abbott stent was placed for treatment. The final angiogram and ivus showed good results. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Date of implant estimated there was no reported product deficiency and the product was not returned. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.